Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for two (2) unknown 4.0mm distal locking screws explanted implants are not available for return due to infection. 510: this report is for two (2) unknown 4.0mm distal locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially on (B)(6) 2016 the patient arrived to operating room to treat an open tibia fracture. At that time the surgeon washed out patient's fracture site and put in an external fixator. On (B)(6) 2016, the patient returned to the operating room and the fracture site was washed out again. The patient was also implanted with one (1) 8mm titanium (ti) cannulated tibial nail, two (2) 4.0mm proximal locking screws and two (2) 4.0mm distal locking screws. There were no reported issues during the initial surgery. On an unknown post-operative date, it was identified that the patient had a non-union, infection and two (2) 4.0mm distal locking screws were broken. On (B)(6) 2016, the patient¿s hardware was removed due to non-union, infection and two (2) broken 4.0mm distal locking screws. All the previously implanted hardware was explanted and patient was implanted with an antibiotic nail to treat infection. It was reported that the surgery was completed successfully with no surgical delay; and the patient¿s status/outcome reported as stable. This report is for two (2) 4.0mm distal locking screws. This report is 3 of 3 for (B)(4).